Event description:
This supplemental report is being submitted due to completion of the investigation on the 08-aug-2023.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-10-11-6-b of lot c1237497 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1237497 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1237497 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, instructs the user: ¿¿ confirm desired stent position fluoroscopically. To deploy stent, remove red safety guard from handle, the squeeze the trigger.¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a possible root cause could not be established. Without imaging review, it is not clear what ¿twist¿ refers too. From the available information is it known that the stent deployment during the procedure was successful. There was no pre or post dilatation carried out. The stent was not repositioned during the procedure. This stent twist would have likely occurred during stent indwelling. A possible root cause could be due to the pancreatic tumour ingrowth which crushed or twisted the stent. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer the upper pole of the prosthesis is twisted, leading to difficulties to release the new study stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient exited the study due to death, the cause of the death was unknown but unrelated to the device. Investigation findings conclude a possible root cause could be due to the pancreatic tumour ingrowth which crushed or twisted the stent.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue; upper pole of the prosthesis is twisted; relationship; device: possible, procedure: not related; pre-existing; no; deficiency: yes. Patient presented with cholestasis / pre existing condition - pancreatic cancer placement of stent in cbd - no pre / post dilation performed before or after stent placement. 96 days post procedure - upper pole of the prosthesis is twisted, leading to difficulties to release the new study stent. Patient exited study due to death - unknown cause of death - but unrelated to device. Patient outcome: status: resolved, treatment: no treatment; death: yes.